Event description:
It was reported that this patient underwent valve-in-ring procedure within an existing edwards annuloplasty ring. The implant duration of the edwards device at the time of the procedure was approximately 13 years. The reason for reoperation was reported as: regurgitation; perivalvular leak; pannus overgrowth. No other details have been provided.

Manufacturer narrative:
It was reported that this ring was replaced due to regurgitation; perivalvular leak; and pannus overgrowth. The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, the root cause of this event cannot be confirmed with the available information. The device was not returned to edwards for evaluation. No further actions are possible with the available information.